Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump's alarm volume was too low. The customer's blood glucose level was not impacted. Reportedly, the customer continued using current pump for insulin therapy.